Event description:
The customer reported to philips healthcare that "for 200 joules operation on the battery, charge time is greater than 3,000 msec". There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.